Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number: 3006705815-2021-00598. It was reported during a procedure to address repositioning of the ipg (reference manufacturer report: 3006705815-2021-00434), the leads had migrated. The issue was confirmed via x-rays. Surgical intervention was undertaken on (B)(6) 2021 during which the existing lead was repositioned. Effective therapy was established.